Event description:
Report received of an under-delivery. The customer contact indicated that the event was the result of an error in programming the device. At 0630, the night nurse reportedly programmed the pump to deliver 800mg of dopamine in 250ml at a rate of 1ml/hr instead of the intended 7.5ml/hr. At 0730, the pump sounded an unspecified alarm and at this time the day nurse noticed the error in programming. There was no reported adverse pt effect and no medical interventions were required. Although requested, no further info was available.